Manufacturer narrative:
The front bezel was returned for failure investigation. Previous investigation have identified that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
Date of report: 02sep2021. Reporting institution phone number - (B)(6). There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that device¿s nav-ring failed. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. The reported phenomenon was not duplicated despite operation checking. The pse replaced the front bezel equipped with the navigation ring as preventative measures against recurrence. Unit passed required performance verification tests per philips standards.